Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for the patient to rule out any pump issues and potential external outflow graft obstruction (eogo). The patient was hypertensive at home. The event log file contained low flow estimates as well as sustained low flow hazard events when calculated pulsatility index (pi) was elevated. The flow readings do not appear to be the result of any external equipment malfunction. The presence of eogo was unable to be confirmed based on the provided data. If the patient's signs and symptoms persist, it was recommended to rule out compression of the outflow graft through imaging.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that eogo was neither confirmed nor ruled out. The patient did not take their international normalized ration weekly as requested. Left ventricular internal dimension in diastole (lvidd) reportedly did not increase with speed increase. Computed tomography (CT) images were not available. Increased fatigue and right ventricular dysfunction were observed. Treatment was performed by increasing diuresis, sleep study, and iron panel drawing.